Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed an accurate fill estimate of over 240 units of insulin in the cartridge after completing the load process. However, the customer reported at the time of the call, the insulin gauge continued to display 240 units. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer's blood glucose level was 130 mg/dl.